Event description:
On (B)(6) 2013, complaint received from (B)(6) hospital, (B)(6) stating cardiohelp unit (article number 701048012; serial number (B)(4)) displays battery 2 need service error message. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).